Event description:
Initial result for a pt calcium was 6.8 mg/dl. When repeated, the result was 10.1 mg/dl. The incorrect result was not used to guide therapy. The field svc rep found the gear pump was defective and repaired the instrument by replacing the gear pump.